Manufacturer narrative:
Based on the information provided the initial result may be due to sample quality. The questionable repeat result with automatic dilution may be due to sample quality or the fact that the patient was undergoing in vitro fertilization treatment and tests with dilutions may lead to unexpected linearity results.

Manufacturer narrative:
(B)(4).

Event description:
The customer received an erroneous elecsys estradiol iii assay result for one patient sample on the cobas e 411 immunoassay analyzer. The initial estradiol result was 3000 pg/ml accompanied with a data flag. The sample was repeated with a 1:5 automatic dilution and the estradiol result was 1114 pg/ml. The customer questioned the result. The sample was repeated again with a 1:5 automatic dilution and the estradiol result was 2494 pg/ml. The repeated automatic dilution result was deemed to be correct and reported outside of the laboratory. The erroneous result was not reported outside of the laboratory and there was no adverse event. The estradiol reagent lot number was 25257801 with an expiration date of 31-jul-2018. The customer performed liquid flow cleaning and changed the pinch valve tubing prior to the issue. The customer stated the procell and cleancell was changed every two days as they became empty. The customer stated that they added fresh system water daily as it became empty. The customer was not using 13 mm tube rack adapters. The field service engineer (fse) could not determine a specific root cause. The fse inspected the system mechanics and fluidics. The fse completed performance testing to confirm accuracy and precision without carryover. All tests were acceptable.